Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) arcing occurred on the transformer and a resistor during a charge. The damage from the overstress left the charge circuit incapable of charging the high voltage capacitors.

Event description:
It was reported the device was explanted and replaced due to long charge times. It subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.